Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead was noted to be fractured during clinic follow-up. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of ¿fractured¿ was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray inspection of the lead found the filars of the inner coil to be broken adjacent to the suture tie down region of the lead. Scanning electron microscope evaluation confirmed that all five filars of the inner coil were fractured consistent with cyclic stress immediately adjacent to the suture tie impression region.